Manufacturer narrative:
H3: an axium prime coil and an echelon-10 micro catheter were returned for analysis. The axium prime coil was returned without introducer sheath. The axium prime coil pushwire was found to be kinked at ~153.3cm from proximal end. The implant coil was found to be broken and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. The axium prime could not be used for resistance testing with an in-house micro catheter due to its damaged condition. The echelon-10 total length was measured to be ~155.4cm. The echelon-10 useable length was measured to be ~147.9cm which is within s pecification. Upon visual examination, no issues were found with the echelon-10 hub, body or distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. The echelon-10 micro catheter was flushed; water exited distal tip. One in house s ilverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub; subsequently through the inner lumen and exited distal tip without issue. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. No damages were found with the returned echelon-10 micro catheter that would have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. The root cause could not be determined. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per axium prime coil IFU (instructions for use): ¿axium prime coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coils and can be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received reported that the axium coil could not be delivered through the echelon 10 microcatheter and the proximal end of the coil stretched. The system was replaced to continue the procedure successfully. It was noted that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). There was no harm or injury to the patient who was undergoing a coil embolization procedure via femoral access to treat an internal carotid artery (ica) unruptured saccular aneurysm. Blood flow and vessel tortuosity were normal. Additional information received reported the coil had come out of the introducer sheath smoothly. The resistance occurred in the distal end of the echelon microcatheter. It was unknown if either device was damaged. The cause of the resistance was unknown.